Event description:
It was reported that the patient presented in clinic for generator replacement. During the procedure, it was observed that there was insulation damage on the right ventricular (rv) lead. The physician elected to apply adhesive to the affected area and continued the use of the rv lead. There were no patient consequences.